Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3480 on a vitros 5600 integrated system. A definitive assignable cause of the non-reproducible, higher than expected vitros tropi es result was not established. A reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3480. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3480 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue cannot be ruled out as a contributor to the event as metering condition codes were posted prior to the event and condition codes for final well wash issues were posted on the instrument following the event. An ortho fe guided the customer in cleaning the instrument as a blockage was suspected within the final well wash station. Following instrument inspection and cleaning by the customer under ortho fe guidance, the ortho fe indicated that the instrument issue was resolved. However, no precision testing was performed on the instrument around the time of the event. Therefore, the performance of the vitros 5600 integrated system was not verified and cannot be ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not determined whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 initial sample, vitros tropi es result of 16.81 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. The patient underwent a coronary angiography following the higher than expected vitros tropi es result. No long-term serious injuries to the patient due to this procedure are likely. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).